Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk primary pe postero stabilized fixed tibial insert size 2, 10mm: code (B)(4) / lot 110885 ((B)(4) items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. From the pre-op x-rays, the screw appears unscrewed and this could be a progressive unscrewing likely due to a not complete fixation of the screw during the primary surgery. On the basis of the data collected, we have no evidences that the event is device related.